Manufacturer narrative:
Initial reported city: (B)(6). Device eval by manufacturer: the device was returned separated in four different sections with all of them showing damages. A positioner seemed to be returned with the guidewire. The returned sections of the guidewire were kinked, unraveled and elongated. No coating issues were encountered. No further damages were found in the device. Dimensional inspection of the overall length, outer diameter of the distal tip, and outer diameter o the middle section were unable to be measured due to device condition. The outer diameter of the proximal section was within specification.

Event description:
It was reported that the guidewire separated and coating detached. In (B)(6) 2019, patient was hospitalized due to acute cholecystitis. Two days after, a percutaneous transhepatic gallbladder drainage procedure was performed. There was severe tortuosity within the anatomy. A st/035/145 amplatz super stiff guidewire was inserted into a dilator tube. Dilation was performed. The tube was attempted to be moved to remove the gelation tube in order to place the guidewire. However, the tube was stuck and unable to be moved. Resistance felt was stronger than the usual. The tube was strongly advanced and retracted repeatedly. It was found that the loop-shaped blue coating of the guidewire was being pulled in the proximal, so the procedure was stopped. Computed tomography (CT) scan was performed and it was confirmed that the loop-shaped coating remained in the gallbladder. Emergency surgery was performed and the gallbladder was removed. The fragment of the device was able to be removed from the gallbladder outside the patient's body. It was observed that the wire had separation and stretched along with the coating detaching. No further complications were reported. It was further reported that the dilation tube was stuck within the patient, but there was no resistance or entrapment with the guidewire. The main body of the guidewire was removed by pulling it out from the dilation tube. No percutaneous attempts were made to remove the guidewire fragment. A CT scan was performed with the tube left in the patient and it seemed the tube was stuck within the gallbladder anatomy. As the patient had acute cholecystitis and was in critical condition, the physician removed gall bladder. The patient was fine post-operative.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the guidewire separated and coating detached. In (B)(6) 2019, patient was hospitalized due to acute cholecystitis. Two days after, a percutaneous transhepatic gallbladder drainage procedure was performed. There was severe tortuosity within the anatomy. A st/035/145 amplatz super stiff guidewire was inserted into a dilator tube. Dilation was performed. The tube was attempted to be moved to remove the gelation tube in order to place the guidewire. However, the tube was stuck and unable to be moved. Resistance felt was stronger than the usual. The tube was strongly advanced and retracted repeatedly. It was found that the loop-shaped blue coating of the guidewire was being pulled in the proximal, so the procedure was stopped. Computed tomography (CT) scan was performed and it was confirmed that the loop-shaped coating remained in the gallbladder. Emergency surgery was performed and the gallbladder was removed. The fragment of the device was able to be removed from the gallbladder outside the patient's body. It was observed that the wire had separation and stretched along with the coating detaching. No further complications were reported.